Event description:
It was reported that the patient received an unexpected defibrillation shock during cardioversion optimization. The physician noted that a second defibrillation shock was not requested but was delivered by the device in manual test mode of the programmer. The device was in manual mode and should not have detected any episode that would result in shock delivery. The device remains in use. No further patient complications have been reported as a result of this event.